Event description:
It was reported that balloon rupture occurred. A 3.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during insertion, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: fg quantum maverick, mr 3.75mm x 15mm was returned for analysis. Visual and tactile inspection identified no issues with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 1mm proximal to the distal markerband. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak. The allegation in the complaint is confirmed.

Event description:
It was reported that balloon rupture occurred. A 3.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. However, during insertion, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and the patient was stable.